Manufacturer narrative:
Follow-up #1: date of submission 11/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2014 with the following findings: on 9/12/14 black box recorded a ¿no cartridge detected¿ warning following a load step. Unable to exercise pump for 24 hours due to pump loading through entire cartridge during load step. Checked force sensor calibration, which was found to be out of calibration at 136. Opened up pump and inspected force sensor resistance; resistance was found to be in calibration at 9.2 kiloohms. During investigation no damage was noted to force sensor flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.